Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient's infusion set's tubing detached/broken at site connector. At the time of the incident, her blood glucose level was 85 mg/dl. This happened with four infusion sets. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.